Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a "participant" was asked to simulate an injection into a rubber injection pad using a bd autoshield¿ duo pen needle 30gx5mm. The participant pulled off 2 of the outer white sleeve of 2 devices, exposing the inner needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: investigation summary: customer returned (33) 5mm, 30g autoshield duo samples (5 open without the tear drop label, 28 sealed) from lot # 7229871. Customer states that the outer white sleeve of the asd was pulled off exposing the inner needle. The user realized he was not supposed to pull the white sleeve off. He said that he was used to his standard pen needles where he removes both the outer cover and inner shield before injecting. This led him to confuse the white sleeve of the asd with the inner shield of his standard pen needles. All of the open samples were returned properly activated without any observed defects. All sealed samples were tested and all were able to activate properly without any observed defects. Video had also been provided showing the user removing white sleeve off of the sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for separates on lot # 7229871. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the video and the description of the incident provided. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.